Event description:
It was reported that an asymptomatic patient present to the hospital for lead extraction due to loss of capture and dislodgement. When the physician connected the new lead to the device, high capture threshold was observed. The lead was repositioned and reconnected to the device and the same result was noted. The device was explanted and replaced. The patient was stable after the event.

Manufacturer narrative:
The reported field event of capture anomaly could not be confirmed in the laboratory. The device was tested on the bench and using automated testing equipment and no anomalies were found. The cause of the field event could not be determined.